Manufacturer narrative:
Update to b7 (other relevant history, including preexisting medical conditions), and h11 to reflect review of medical records. Upon review of medical records, an echo transaortic echocardiogram (tte) that was performed at approximately 6 months post implant showed a normally functioning bioprosthetic valve in the aortic position. Trivial perivalvular leak was observed, there was a mean gradient of 13mmhg and a calculated valve area of 1.6cm2. Mild aortic regurgitation is present. The reported pvl requiring intervention could not be confirmed with the information provided. However, it was noted that mild aortic regurgitation was present on a 6-month echocardiogram.

Manufacturer narrative:
Supplemental MDR for imaging review with confirmed central ar. In addition, a supplemental MDR is being submitted due to engineering evaluation findings based on the imaging review. Update to h6 (device code and investigation conclusions and h11 to reflect engineering evaluation. Additional imaging was received and reviewed the pre-tavr CT shows annulus and lvot oval shape (27mm x 20mm and 27.4mm x 17.6mm, respectively), with area measuring 413.4 mm2. The left cusp appears to pouch out further than the other two. There is presence of calcium on the non-coronary cusp (ncc). The valve is expanded at 21.8mm (0.5mm added for outer diameter) to the mid valve. Expansion is good at inflow and outflow. Prior to post dilation, there is a presence of moderate paravalvular leak (pvl) anterior and lateral. After post dilation, there is improvement of pvl trace to mild. In addition, mild-moderate central aortic regurgitation (ar) is present and was confirmed. Approximately four months after post-dilation, presence of mild to moderate central regurgitation and trace anterior/lateral pvl. Per provided imagery, the patient had a large chunk of calcification on native annulus, oval-shape native annulus and under expanded valve with mid valve of 21.8mm (for size 23mm thv). The root cause of the observed paravalvular leak (pvl) is a failure of the thv to achieve circumferential apposition within the native annulus due to a combination of unfavorable anatomy and procedural factors. Specifically, bulky focal calcification on the native annulus created an irregular interface that obstructed the seal of the pvl skirt, while the ellipticity (oval shape) of the annulus resulted in a geometric mismatch with the circular valve frame. Post-dilation improved the pvl degree to trace. It is possible that the thv was under-expanded, leading to inadequate resealing against the native annulus and resulting in paravalvular leakage, as reported. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. A post-dilation was performed, and mild-moderate regurgitation was noted immediately after the intervention and persisted four months after, so it is likely the post-dilation led to central regurgitation. Post-dilation can improve the shape of valve and prevent the paravalvular leak; however, there is a risk of over expansion of the valve resulting in central leak. In this case, available information suggests that procedural factors (post-dilation) may have contributed to the complaint central mild-moderate regurgitation. In addition, the information suggests that patient factors (calcification, oval shape annulus) and/or procedural factors (under expanded thv) may have contributed to the reported paravalvular leak and the subsequent re-dilation performed at 11 months and 28 days.

Manufacturer narrative:
Update to h11 to reflect engineering evaluation. Correction b1 (report type). The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided and reviewed by edwards proctor. Pre-tavr 3mensio shows an oval shape native aortic annulus (27mm x 20.2mm), with area measuring 413.4 mm2. The left cusp appears to pouch out further than the other two. Post imaging revealed a 23mm s3ur is well-positioned at 95 aortic: 5 ventricle. At the inflow level there is a gap between the s3 and the native anatomy near the left cusp. This area is presumably where the pvl. The valve is expanded at 21.8mm (0.5mm added for outer diameter) to the mid valve. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint was confirmed based on the medical records provided and imagery. A review of the DHR, history and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU revealed no deficiencies. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, a conclusive root cause was unable to be determined at this time. The available information suggests (patient factors - oval shaped annulus) contributed to the reported event. Subsequently, at the inflow level, there appears to be a gap between the s3 and the native anatomy near the left cusp-presumably the site of the paravalvular leak (pvl). Per the technical summary, the IFU, current risk complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, at approximately 11 months and 28 days post implant of a 23mm sapien 3 ultra resilia valve in the aortic position, a re-dilation was performed with a 23mm true balloon due to paravalvular leak (pvl). The pvl resolved from severe to trace/mild. Initially it was reported that the patient presented with hemolysis, with a discovery of severe pvl.